Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. The device was sent to an independent laboratory for destructive sampling and culturing which took place between march 28, 2023, and april 10, 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The inner surface of the distal ring and distal end body where the ring was attached had growth of bacillus pumilus and bacillus safensis. The instrument channel had growth of staphylococcus epidermidis. Results from the destructive sampling did not correlate with the results from the original clinical sample of klebsiella pneumoniae. Instead, bacteria of environmental origin (bacillus pumilus and bacillus safenis), and human skin origin (staphylococcus epidermidis) were identified. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The angulation was low. The up/down on the control knob had play. The plastic distal end body was damaged. There was cutting on the forceps elevator wire. The nozzle, bending section cover, hold ring, forceps elevator, and bending section cover glue at the plastic distal end body were missing. The scope leak check, plastic distal end cover insulation, and forceps passage were unable to be performed due to the missing parts. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The facility reprocessed the scope in an olympus oer-elite automatic endoscope reprocessor (aer) after the endoscopic retrograde cholangiopancreatography (ercp) on march 6, 2023, which was completed at 3:02pm. Manual cleaning of the scope commenced at 3:12pm. Aer reprocessing commenced at 4:34pm and was completed at 5:11pm. The time between the start of manual cleaning and the start of the aer reprocessing was more than one (1) hour. Klebsiella pneumonia is a facultative anaerobic gram-negative bacillus. While a natural part of human and animal gut flora, klebsiella pneumonia also thrives in aqueous environments and are known to be a common opportunistic pathogen. Klebsiella pneumoniae is identified as a high-concern organism per the food and drug administration (FDA) protocol definition for the 522 study. Based on the sponsor¿s literature research, klebsiella pneumoniae has been described in literature as being associated to patient infection related to ercp, i.e. In conjunction with antibiotic resistant strains of this microorganism. The root cause of the issue could not be conclusively specified. During destructive sampling, klebsiella pneumoniae could not be confirmed. Instead, bacteria of environmental or human/non- gastrointestinal related origin were discovered. Considering the gastrointestinal origin of klebsiella pneumoniae, the observed contamination may be related to patient use, although only a very low number (one (1) colony forming unit) was detected. It could not be excluded that the deviation in the reprocessing may also have impacted the findings, as a delay of more than one (1) hour was observed between manual cleaning and the actual aer cycle start. The origin of the observed contamination remains unclear, and a relation to a previous patient procedure could not be excluded. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an olympus oer-elite automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on (B)(6) 2023, to perform an observation of the reprocessing techniques. The facility technician performed all manual cleaning steps per the instructions for use. The technician used a veriscan leak tester and scope buddy plus and performed a channel check with 3m. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for one (1) colony forming unit (cfu). The following microorganism was identified; klebsiella pneumoniae. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.